Event description:
It was reported that the patient line caps of seven (7) amia automated pd cycler sets had fallen off inside the product packaging (overpouch). This was observed before use of the devices for peritoneal dialysis therapy. There were no signs of damage to the product or shipping materials. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.